Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc traced the error back to a defective high voltage power supply hvps board. Error message e433 occurs if the effective value of the output signal falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that the customer returned the device (generator) to olympus with the customer specified fault "startup error" there was no harm or user injury reported due to the event.